Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observation of blood in/on helix mechanism.

Event description:
It was reported that during the implant, there was an issue with the helix. The physician decided not to implant the lead and replaced it with a new lead. No patient complications have been reported as a result of this event.